Manufacturer narrative:
This event occurred at (B)(6). The hot system controller will be reported under MFR# 2916596-2019-03624. Approximate age of device - 3 years, 4 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported the patient was woken up by alarms in the middle of the night. The pump power was up to 24 and pump flow had a drop in turns from 9200 to 3500 rpm. The system controller and all the wires were very hot. All these problems resolved when the patient connected to batteries. Patient was immediately admitted to the intensive care unit and given heparin 5000 units in bolus and continued standard heparin infusion. The low speed events were consistent with a driveline issue although no damage was visible on x-rays, echo, and CT scans. The patient felt the pump stops and starts, but is hemodynamically stable. Technical services performed a driveline evaluation and there were no pump stops or fluid present in the driveline. The patient is stable and on an ungrounded cable. No further information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the patient¿s submitted log file confirmed low speed events, however, a direct cause for the reported event could not be conclusively determined through this evaluation. The submitted log file contained data from (B)(6) 2019 to (B)(6) 2019. The pump was set to a fixed speed of 9200 rpm and the low speed limit was set to 8800 rpm. The log file recorded intermittent low speed operation from the start of the log file on (B)(6) 2019 at 4:40:24 am until 4:52:02 am. The patient was connected to their power module during all of the low speed operation events. The patient connected to batteries at 4:52:02 am and the pump regained speed. The patient¿s power was elevated to the 18.8 w to 25.5 w range during the low speed operation and the log file recorded a driveline fault alarm on (B)(6) 2019 at 4:44:08 am that remained active during all abnormal pump operation. The pump remained above the low speed limit for the remaining duration of the submitted log file. Based on previous complaint experience, the type of behavior captured within the log files could be indicative of a potential driveline issue. The patient remains ongoing on vad support with no further issues reported. The hmii IFU and patient handbook provide information on caring for the driveline and identifying potential driveline issues; however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. The hmii patient handbook also contains information regarding all system alarms and the actions associated to resolve the alarms. No further information was provided. The manufacturer is closing the file on this event.